Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report which stated that the tracheostomy tube disconnected from flange. The customer reported that there was no patient injury or harm.

Manufacturer narrative:
One sample of disposable tracheostomy tube part number 8dct was received for evaluation. It was observed that the flange is separated from the tube and damage on both outer cannula holes. Inspection verified all the components were within specification and assembled according to manufacturing process. The damage observed in the sample would have been detected immediately in the manufacturing process. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report which stated that the tracheostomy tube disconnected from flange completely while being used by a patient. The customer reported that there was no patient injury or harm. The device will be returned for evaluation. Obladn1 31 oct 2017. On 29 aug 2017 bainsj2 and on emailed (B)(6) the following question (2nd gfe) to further populate the product event description, but received no response. No further information available as of current date. ¿ ¿do you know if patient required re-cannulation due to the flange separation?¿